Event description:
During a laparoscopic gastric bypass, peri-strips dry with veritas collagen matrix circular staple line reinforcement (psdv-c) was used. The physician advanced the 21mm ethicon proximate stapler loaded with 21mm psdv-c and plastic cone to the intended gastro-jejunal (gj) anastomosis site. Following removal of the cone (psdv-c accessory), the circular plastic piece (part of the delivery mechanism) of the psdv-c started to "come out". The physician grabbed the piece with a grasper and "pushed" it back into the stapler and continued to place the device. The stapler was successfully fired and removed from the pt as a unit (with cartridge side and anvil together) without difficulty. Upon visualization of the gj anastomosis with an endoscope that was passed through the esophagus, the physician noted that the plastic piece from the cartridge side of the psdv-c had come off and remained inside the pt. The circular plastic piece appeared to remain intact and did not appear to have been cut. The physician made no attempt to retrieve the plastic piece and felt that the piece would pass on its own. The procedure was successfully completed with the pt in "good" condition.

Manufacturer narrative:
The psdv-c tissue is still implanted in the pt, therefore, no product was returned for eval. According to the device history record, the device met specification at the time of manufacture.